Event description:
It was reported that undersensing was observed on the device. Loss of tissue contact was suspected to be the cause of the event. No intervention was performed to resolve the event and the patient was in stable condition.